Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics for 6 to 12 weeks (specific date not reported). The patient was subsequently explanted on (B)(6) 2024 and there are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was admitted to hospital and was treated with IV antibiotics (specific date and duration not reported). It was also reported that the patient underwent a skin revision surgery on (B)(6) 2024, for skin debridement & cleaning of the implant site.

Event description:
Per the clinic, the patient developed an infection at the implant site. Additional information has been requested but it has not been made available as of the date of this report.